Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A cartridge leak was noted by the operator during an routine hemodialysis treatment. Treatment was ended without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood. Eval of the returned cartridge confirmed a fluid leak at the uf pump segment bond socket which is most likely due to inadequate bonding at the time of manufacture. There are no other reports of this type for this cartridge lot number. This appears to be a random, isolated event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review with the operator. Nxstage medical considers this report closed. No add'l info will be provided.